Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08715 inches. Unit was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to bowel problems and the medication she received caused her blood glucose to go high. Customer reported that her blood glucose was 500 mg/dl. The customer was treated with insulin pump. Customer's blood glucose reading was 159 mg/dl at the time of call. No high blood glucose troubleshooting was performed. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.